Event description:
This report has been confirmed as a duplicate of mrn 9617229-2024-24074 and will not longer be considered reportable.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6a, h6. This report has been determined to be a duplicate of mrn 9617229-2024-24074 and is no longer considered reportable.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿exchange due to a rupture.¿ healthcare professional later reported capsular contracture baker grade ii. This is for the left side. The device has been explanted.